Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing from the right ventricular (rv) lead during a fine ventricular fibrillation (vf) episode. It was noted that the patient experienced ventricular tachycardia (vt) and ventricular fibrillation (vf), passed out, and received a successful defibrillation shock. The device was reprogrammed. No further patient complications have been reported as a result of this event.